Event description:
Customer reported she is "not sure the cannula was in." After wearing the pod for awhile the viewing window had insulin on it and her blood glucose (bg) level was between 250 mg/dl and 270 mg/dl. The pod was returned for evaluation.

Manufacturer narrative:
The returned pod was found to be functioning as intended. No malfunction or product defect found that would have contributed to the customer's rising blood glucose levels. A dislodged cannula would result in interrupted insulin delivery and may lead to increased blood glucose. The lab evaluation cannot confirm that the cannula had dislodged from the customer's skin and therefore no conclusion can be drawn. Product lot qualification records were found to have met all acceptance criteria. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula has been properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advises that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hours of monitoring and administering correction boluses, if bgs still remain high the user guide instructs to change the pod using a new vial of insulin.